Event description:
On 09/02/2009, the lay user/reporter, the patient's daughter, contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. The sr. Medical surveillance specialist reviewed the recorded telephone call to classify the complaint. For approximately three months, the patient obtained blood glucose readings ranging from 200 mg/dl to 300 mg/dl on the reported meter, which he claimed were inaccurately high. The previous month, the patient's physician increased his dose of the oral diabetes medication metformin 500 mg from one tablet per day to two tablets per day. The patient also claimed he decreased the amount of food consumed. On an unspecified date, early in the morning, the patient reportedly experienced the symptoms of sweating and shaking. The patient was treated with orange juice, and felt better afterwards. The patient's blood glucose level was tested to be 180 mg/dl on the ultra meter, and 56 mg/dl on a clinic meter used by the reporter, within 30 minutes of each other. Laboratory test results included a fasting blood glucose level of 124 mg/dl and an hgb a1c result of 6.4%. During the troubleshooting telephone call the customer care advocate determined the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The meter was replaced. The patient alleged he suffered symptoms suggesting severe hypoglycemia after his diabetes medication regimen was increased based on elevated meter readings, and received treatment with food to alleviate those symptoms. Therefore, this complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.